Event description:
Female pt born on (B)(6) 2013 admitted for coarctation of aorta with intact septum. Pt was on a medfusion syringe pump receiving a continous infusion for alprostadil in the appropriate concentration. There was a 60 ml syringe attached to the hospira tubing set. The tubing was infusion medication per the syringe pump. The set did not disconnect. The tubing that connects to the tip of the syringe was stripped/cracked leaking fluids and causing the tpn running in another port of the line to back up into the syringe. Unsure of amount of time that the line was damaged and backing up. The fluids were changed around 6 pm and leak discovered at 11:30. The tubing set was in use around 5.5 hours. The prostin's were running in at 1.5 ml/hr, concentration 5 mcq/ml, was dispensed in a 60 cc syringe approximately 50 cc. The connection site was checked at fluid change at 6 pm and at shift change at 7:30. IV sites and rates are checked hourly. The pt also had a double lumin PICC with the tpn running and the prostins were running through one lumen. When the crack occurred the tpn backed up in the prostin syringe. There were no other meds delivered in that lumen of the line. The pt experienced a narrowing of the pulse pressure and decreased urine output until the issue was resolved. The pt was given a normal saline bolus and a new prostin syringe was ordered and hung. There was no delay in critical therapy once the issue was identified. The tubing set was replaced and therapy resumed. No pt sequelae once issue resolved. This information was also reported to (B)(4) at hospira ((B)(4)), by nursing staff per request for information for their investigation. The tubing in question and syringe were saved but we are not able to send in pump. Baxter not notified of this only hospira.